Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was seen recently and had no complications from the device. The exact date was not provided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.